Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that approximately 16 months post a coronary drug eluting stenting treatment procedure, acute myocardial infarction and thrombosis occurred. The physician implanted a taxus exress2 drug eluting stent of unknown size in the proximal intraventricular artery (iva). Approximately 16 months later, the patient experienced an acute myocardial infarction possibly due to a stent thrombosis in the iva. A 3.00x8mm liberte stent was implanted in the proximal iva further information has been requested, but has not been received.